Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Sensor was inserted at abdomen. Patient does not recall the date of sensor insertion. Patient described the skin reaction as an itchy, red, rash under sensor adhesive. Patient treats the affected area with cortisone cream, prescribed by her physician for a different issue. Patient does not recall date of prescription. Patient's current condition is unknown. No additional event or patient information is available. The complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).